Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and found that the tube connection for the water trap was off. The tube was reconnected,system was ran and checked for leaks, the unit is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100a ventilator had an intermittent leak and would not hold pressures. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.